Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-05501, 2134265-2011-05639. Same patient as MFR ID#: 2134265-2011-05503. It was reported that post a stenting treatment procedure, patient death occurred. On an unknown date, the patient had a 3.0x8mm taxus express2 stent implanted in the proximal left circumflex coronary artery (lcx) and a 2.75x12mm taxus express2 in the ostium of the first diagonal. (B)(6) 2010, due to unstable angina (braunwald classification iiib) and non-st elevation myocardial infarction, the patient underwent cardiac catheterization which revealed in-stent restenosis in the proximal lcx. The lesion was 85% stenosed and 6mm long with a reference vessel diameter of 3.5mm. This was treated with predilation and deployment of a 3.5x8mm taxus liberte stent and post dilation resulting in 0% residual stenosis. During the same procedure, the left anterior descending (lad) was treated. A non-bsc guide wire was used. It was noted that there was "pinching" at the 20% ostial lad lesion causing it to become 75% occluded. This was treated with individual and simultaneous balloon dilations with an excellent final result. (B)(6) 2011: the patient experienced cardiac arrest and died the same day. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was ostial in-stent restenosis of a previously placed 3.00 x 8 mm taxus stent in the proximal lcx. The patient was discharged on aspirin and prasugrel. At the 12 month visit the patient was noted to be taking aspirin and prasugrel. At the time of the event, the patient was found unresponsive in a car in the hospital parking lot by a member of the hospital staff. CPR was initiated and the patient was taken into the emergency department where he was pronounced dead. The cause of death was "cardiac arrest." Autopsy was not performed and a death certificate is not available.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).